Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone that the customer was experiencing high blood glucose and getting sensor with inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 320 mg/dl and the sensor glucose was off by 50 to 90 points at the time of the incident. Customer was assisted with troubleshooting. Customer performed self test and displacement test which passed. The sensor will not be returned for analysis.